Manufacturer narrative:
Batch review performed on 12 august 2022. Lot 2001733: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-mar-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision performed 1 year and 2 months after the primary surgery due to infection. Only insert revised.